Event description:
During a follow up call the customer stated that during a flight their sensor indicated that their sensor glucose was below 70 mg/dl, so the insulin pump went into threshold suspend mode. The customer checked their blood glucose and it was around 125 mg/dl. Two hours later the blood glucose had increased to 200 mg/dl and the sensor glucose reading was between 70 mg/dl and 80 mg/dl. The customer had tried calibrating and had received a calibration error alarm. The customer stated that they changed the sensor and has not had any issues since. When they removed the sensor it was not damaged, or bent, or kinked. However, the insertion site was sore. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.